Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic prostatectomy procedure, the resection was not smooth and, therefore, the hf-resection electrode was exchanged. The user perceived that increased bleeding occurred and the surgery time was prolonged. No further information was provided.